Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patients did not show up on the station. A technical support specialist confirmed that the patient already showed up on the station. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system patients did not show up and the user was unable to pull medication for the patient. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.